Manufacturer narrative:
The needle was not returned so an investigation could not be conducted. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury.

Event description:
During a renal cryoablation the physician noticed ice along the shaft of the needle. The physician put gel on the skin to prevent frostbite on the skin. The procedure was completed successfully. The needles were discarded and will not be returned.